Event description:
During a ptca/stenting treatment procedure, the physician had difficulties removing the liberte' bare 20/3.0 mm stent delivery system due to incomplete balloon deflation. The pt was asymptomatic during this event. The lesion being treated was a 70% stenotic lesion in the mid right coronary artery. The physician used a 6 fr vista brite tip jr4 guide catheter. The balloon remained inflated to 16 atms for 30 seconds before it was successfully removed. When visualized after removal, it was noted that the balloon had not completely deflated. The procedure was completed successfully. No pt injuries or complication were reported. Pt status is reported as 'good'.